Manufacturer narrative:
The disposable set involved in the incident has not been returned to belmont for investigation. The photograph provided by the user facility confirms the reported kink in the tubing, however without evaluating the set a definitive root cause of the kink cannot be determined. The library/retain sample for this lot number was visually inspected and did not display this defect. The manufacturing batch records for this lot were also reviewed and no related anomalies were identified. A review of past complaints indicates no other complaints related to this lot number. This was an isolated incident, there have been no other reports of this nature related to this product. It was reported that the disposable set was replaced; there was no injury to the patient. Belmont will continue to monitor and trend similar reports of this nature. Should additional information become available, a supplemental report will be provided.

Event description:
The user reported that the belmont hyperthermia pump procedure kit had a kink in the drainage tubing and would not flow during set up.